Event description:
Covidien received information that during patient use, the ventilator&#39;s internal battery failed to charge subsequently causing an &quot;internal battery&quot; alarm to be generated. The ventilator continued to ventilate the patient effectively because it was connected to the alternate current (ac) outlet. The patient was removed from the ventilator and transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The unit was tested by removing the external battery. Upon removal of the external battery source the vent shut off.the returned device was evaluated for the reported &quot;internal battery not charging&quot; issue. The reported issue was confirmed. The internal battery was replaced to resolve the issue. (B)(4)